Manufacturer narrative:
Reported event was confirmed by review of photographs provided. From the received photos of outer carton the part and lot was confirmed and another photo of a different product was received which is showing same issue of picture on the label is not depicting the actual implant inside package particularly metal components on poly. But upon further review of the label found to be within specifications and the information of metal component and screw can be accessed from IFU and surgical technique of product. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Per the surgical technique, the picture on label is considered to be with in the specification, so it was concluded that no failure was detected; device operated within specification. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4), (B)(6) 2013. Customer has indicated that the product packaging is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the articular surface looked different than as pictured on the label and also contained an additional screw; this created a greater than 30 minute delay in the procedure, however, the implant was used to complete the procedure. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.